Manufacturer narrative:
Results of investigation: vyaire received the device for evaluation. Technician visually inspected the assembly, there were no visible defects, damage or contamination. Component was installed in known good vela host base unit. Ventilator was powered in ventilate mode where the unit showed the following alarms upon start-up: ventilator inoperable, transducer faults. Device was powered in service mode. The event log shows multiples transducer faults for exhalation pressure transducer ( pt801 ). The reported complaint was confirmed and duplicated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available.

Event description:
The customer reported circuit disconnect and low peak inspiratory pressure during use on a patient on the vela ventilator. At this time, there is no information regarding patient harm associated with the reported event.